Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and competitive transvenous right ventricular (rv) lead were going to be explanted, due to a system infection.

Manufacturer narrative:
No additional information is available at this time. This event will be updated if any additional information is received.